Manufacturer narrative:
Document review: amistem c cemented stem size 0 lat: ref. 01.18.100 / lot 135058 ((B)(4) devices produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) stems on the lot have been already sold without any similar event reported. Ceramic head - not marketed in the USA - manufactured by (B)(4): code 38.49.7175.675.00 - lot 7010912295: (B)(4) heads bought by medacta and (B)(4) already sold, without any similar issue. Ceramic liner - not marketed in the USA - manufactured by (B)(4): code 38.49.7178.525.20 - lot 762801: (B)(4) liners bought by medacta and all already sold, without any similar issue. From the data collected, there are no evidences that the infection is device related.

Event description:
Imp ref # (B)(4).